Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized due to the event. The patient was treated with vancomycin injection (1gm, intraperitoneal, frequency and duration were not reported) and fortum injection (1gm, intraperitoneal, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information : upon follow up it was reported that the cause of the peritonitis event was constipation. On an unknown date in the same month as event onset, the patient was hospitalized. Vancomycin and fortum injection was discontinued after 7 days. At the time of this report, the patient has been discharged from the hospital and has recovered from the event. Based on the additional information provided, the baxter disposable is no longer a suspect product in the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.